Event description:
The customer reports that the swg (spring wire guide) kinked during use on a patient.

Manufacturer narrative:
(B)(4). The customer returned one guide wire for evaluation. Visual inspection revealed the core wire broke adjacent to the proximal weld. The distal weld appeared full and spherical. Three kinks were also observed inside the body of the wire. The kinks in the guide wire measured 272mm, 350 and 385mm from the distal end. The overall length of the guide wire measured 682mm which is within specification of 678-688mm per product drawing. The outer diameter of the guide wire measured .858mm which is within specification of .838-.877mm per product drawing. The undamaged portions of the returned guide wire was able to pass through an inventory ars and introducer needle with minimal resistance. A manual tug test confirmed that the distal weld was secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained, and further consultation requested." The IFU also warns, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The report of an unraveled guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was unraveled from the proximal end. The distal weld appeared full and spherical and three kinks were observed inside the guide wire body. The guide wire met all relevant dimensional and additional requirements, and a device history record review did not reveal any relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The internal specification is higher than the bd en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur of a force greater than the design specification is applied during removal. Based on the circumstances and the report from the customer, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the swg (spring wire guide) kinked during use on a patient.